Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty digital board. The customer declined repair and the device was returned unrepaired and labeled "not for clinical use." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.